Event description:
On (B)(6) 2013 it was discovered that the vns patient's explanted generator was returned to the manufacturer at settings indicative of a faulted system diagnostics test. Good faith attempts for further information have been unsuccessful.